Event description:
It was reported that during a da vinci si surgical procedure, the cables at the tip of the prograsp forceps instrument were observed to be broken and loose. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.